Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crack opening, opening, crease flat. Leak test was performed and found opening on device. A microscopic analysis was performed which identify opening crack and opening striated in the anterior side. Based on the device analysis the final assessment is: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve; a striated edge opening on anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left deflation. Device has been explanted.